Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-04634. Reference MFR. Report: 1627487-2018-04635. Follow-up identified the patient continues to be monitored. There are no plans for surgical intervention at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, reference MFR. Report: 1627487-2018-04634; reference MFR. Report: 1627487-2018-04635. It was reported ((B)(6)) the patient experienced swelling at the ipg site. In addition, there was an open wound with serous drainage at the lead incision site. The wound was cleaned and redressed by the health care professional. The patient presented to the emergency room on (B)(6) 2018 with an open wound at the ipg site. The patient was prescribed antibiotics. At this time, the system remains implanted and the patient continues to be monitored closely.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2018-04634, reference MFR. Report: 1627487-2018-04635. Follow-up identified the patient's infection has resolved. There are no plans for surgical intervention.